Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections: b2, b5, b7, d6b. G3, g6, h6 component code, health effect - impact code, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that a patient with 27mm 6900ptfx mitral valve implanted for 7 years and 1 month was explanted due to severe stenosis with 2 leaflets frozen and regurgitation. The patient presented with shortness of breath and hypertension. The mitral valve was replaced with a 27mm non-edwards mechanical valve. Per additional information the patient underwent concomitant tricuspid valve repair using a 28 mm edwards mc 3 ring due to severe tr. Post implant there was mild tr.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 27mm 6900ptfx mitral valve implanted for approximately 7 years and 1 month, is being evaluated for a valve-in valve procedure due to unknown reasons.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.